Event description:
Health care professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening. A microscopic analysis was performed which identify crease smooth opening on anterior. And opening crack. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening.

Event description:
Health care professional reported a right side deflation. The device has been explanted.